Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up, the atrial lead exhibited noise. The noise was reproducible with movements. The patient would be monitored.